Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The graftmaster is being filed under a separate medwatch MFR number. There was no reported product deficiency. Perforation is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Reportedly, after a 3.0 x 23 mm rx xience v stent was implanted in the mid left anterior descending artery with mild calcification, a perforation was noted. A 3.0 x 19 mm graftmaster stent was implanted and successfully sealed the perforation. Clotting was noted around the graftmaster after implantation which was treated with medications. The patient is doing fine and has been discharged from the hospital. The patient did not experience any additional complications after the procedure and their stay in the hospital was not prolonged. No additional event or patient information was provided.